Event description:
Pt received a sulzer orthopedics inter-op acetabular shell implant in 2000. The pt experienced gradually increasing pain and x-ray evidence of a loosened zone about the acetabulum. At surgery this is confirmed with the acetabulum being grossly loose. In 2001, the prosthesis was explanted. Surgery findings: there was no growth at all about the hip.